Event description:
Tech alleged that the right siderail caregiver controls were intermittent. No injury reported.

Manufacturer narrative:
Tech found the power control board and the cable assembly had a build up of corrosion at the point where they connect. Tech replaced the power control board and the cable assembly and the bed is working fine now.